Manufacturer narrative:
Block a1: the patient is identifier is (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with two bands attached to it, and the ligator housing teeth were bent. The handle had marks of the trip wire, indicating that the trip wire was secured. No other problems with the device were noted. The reported event of the bands prematurely deployed cannot be confirmed because it happened during the procedure. Upon analysis, the ligator housing had two bands attached to it, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for varicose veins in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when an attempt was made to deploy a band, it was noticed that two bands were adhered and deployed together at the same time. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for varicose veins in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when an attempt was made to deploy a band, it was noticed that two bands were adhered and deployed together at the same time. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: the patient is identifier is (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.